Event description:
It was reported a lead was implanted and the physician did testing and found "no response." The physician changed the lead and got a response.

Manufacturer narrative:
Product ID: 3389s-40, lot# v919451, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot # v919451) found no anomalies. A lead functionality test found continuity acceptable on all circuits and there were no shorts.